Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to treat a lesion in the carotid artery. The 5 x 20 mm viatrac plus balloon was advanced to the lesion. During post dilatation, the balloon ruptured. A snare device was used to retrieve the balloon and balloon fragments that separated; however, some fragments potentially remained in the vessel. The patient outcome was stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual analysis was performed on the returned device. The reported balloon rupture and separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a cause for the reported balloon rupture. The separation was likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.